Event description:
According to the reporter, during an abdominal hernia repair, the user loaded the third cartridge, articulated the shaft and squeezed the handle, but could not grip the handle and could not firing. The user attempted to replace the cartridge but could not load it. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.